Manufacturer narrative:
The problem was due to a broken compact charger. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "laser failed to produce energy to tissue and no errors were displayed". "Use of the laser was terminated and there were no adverse effects of pt reported".